Manufacturer narrative:
The device was evaluated at the healthcare facility by a field service technician. The availability of the device was updated.

Event description:
It was reported that during device inspection at the healthcare facility, the manufacturer service technician found the positive end of the battery holder of a tibia or femur tracker to be broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during device inspection at the healthcare facility, the manufacturer service technician found the positive end of the battery holder of a tibia or femur tracker to be broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.